Event description:
It was reported that a male patient underwent an interventional peripheral procedure on (B)(6) 2014. A pre-procedure femoral angiogram was performed which showed presence of pvd/calcium and the vessel size to be 6 mm. The stick location was at the femoral head. Following the procedure, the physician who is training to the aci device, selected a mynx ace 6f/7f vascular closure device to close the access site. It was reported that the device was prepped in the "normal fashion". Upon the balloon inflation, it was noted that the balloon (inflation) indicator was not maintaining position, which suggested that the balloon was not holding pressure. The aci sales representative recommended that the device be removed. Upon removal of the device, it was noted that there was a small pinhole in the balloon. A second device was used as per the IFU. During the swell period, it was noted that there was some oozing around the sheath at the access site. The physician held "some light" pressure around the sheath. The device was removed in a "normal fashion" and "light" pressure was held for 3 minutes. Upon release of the manual compression, it was noted that the site was still bleeding and a hematoma had formed medially. An ultrasound was used to visualize the access site and the pseudoaneurysm and hematoma were detailed. Ultrasound guided manual compression was applied for approximately one hour until hemostasis was achieved. The patient was hospitalized and received IV antibiotics. According to the physician, the patient's hospitalization was not mynx related.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed.based on the information provided, the root cause of the reported event could not be determined.the review of the lhr (lot f1411407) indicated that the device lot met all established performance criteria prior to shipment.